Manufacturer narrative:
(B)(4). Device p-cap or reservoir locked properly in place. Unit received with severely scratched lcd window, cracked keypad overlay, keypad overlay texture damage, and keypad overlay peeling. After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell and landed on the insulin pump. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had crack on the front screen and buttons. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump was returned for analysis.